Event description:
It was reported that the surgeon could not get the ibts (inflatable bone tamp) to fit down the end of the cannula. The surgeon biopsied and drilled a channel in the vertebral body where both biopsy and drilling instruments fit down the cannula easily and had no resistance once inside the vertebral body however, the ibts would not advance down the cannula. The case was completed successfully using new ibts. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Product analysis: complaint return ibt¿s partially inflated as received. When deflated, the balloons did not fully collapse, preventing the balloons from starting into the stylus cannula. Unable to determine root cause of the foregoing event from the available information. The ibts were received in a condition unsuitable for analysis. Functional evaluation of all returned styli per 11000901, functional check kc02, utilizing 0.5¿ long 0.111 minus class z pin gage fully passed through to the cannula of the styli. A size 2 uninflated sample 15/2 ibt was able to be fully inserted through the stylus without issue. Unable to replicate customer concern; after visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The instruments appear to be capable of performing their intended function. Inconclusive; the instruments were returned in a manner unsuitable for evaluation. Unable to determine root cause of the foregoing event from the available information.